Event description:
Customer reported the rotor broke apart.

Manufacturer narrative:
Customer reported the rt12 rotor holder was completely detached and the rotor escaped from the unit with the shield in place. According to the customer, the tube on the rotor holder was melted and unable to pull off the rotor holder from the rotor. No reports of injuries were made. The unit was returned to the manufacturer for further evaluation; however, without the rotor and broken holder assembly. Upon visual inspection at the manufacturer, the melted piece of tubing stuck on the motor shaft was located. The cover was not warped and formed a good seam with the gasket around the entire perimeter of the centrifuge. No abnormalities or damages were found on the inner shield, top cover, lid gasket or safety where rotor particles/pieces can escape, and no damages on the latch assembly or the keypad.